Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned with set screw marks on all of the terminal connectors. There was evidence that the medical adhesive was torn or separated from the gore at the distal and proximal ends of the spring electrode, and the spring was stretched at these exact points. There was a cut through the tri-lumen insulation. This damage was determined to be procedurally induced. All four of the leads times remain intact without damage. Direct current resistance testing showed that all conductive paths were operating within specification.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this patient exhibited some oversensing and noise appearing on the shocking egm which was stored. It is possible that the right ventricular lead may have moved slightly. There was also some evidence of undersensing and inhibition of therapy as a result. The patient will be called to come back in for further evaluation immediately. Additional information was received that this lead had dislodged believed to be due to twiddlers syndrome. The lead was successfully replaced.